Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for adhesions event is serious and is considered moderate there is a remote possibility event is related to device and is possibly related to procedure. On (B)(6) 2021, the patient had a right total knee arthroplasty to address osteoarthritis, end-stage, right knee. The surgeon reported that the patient had a very tight extensor mechanism that when the knee was initially flexed there was a ¿little bit of peel of the (patella) tendon¿. Anchors were placed and sutures were used to anchor the tendon in repair. (B)(6) 2021 noted that the patient¿s patella tendon had peeled off quite significantly during the surgery, which is why she is on restricted flexion. On 12 jul 2021, the patient had a manipulation under anesthesia to address arthrofibrosis of the right total knee arthroplasty to address stiffness date of implantation: (B)(6) 2021 date of event (onset): (B)(6) 2021 (right knee). Treatment: knee manipulation under anesthesia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture joint injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received indicated that on (B)(6) 2021, the patient had a right total knee arthroplasty to address osteoarthritis, end-stage, right knee. The surgeon reported that the patient had a very tight extensor mechanism that when the knee was initially flexed there was a ¿little bit of peel of the (patella) tendon¿. Anchors were placed and sutures were used to anchor the tendon in repair. On (B)(6) 2021 noted that the patient¿s patella tendon had peeled off quite significantly during the surgery, which is why she is on restricted flexion. On (B)(6) 2021, the patient had a manipulation under anesthesia to address arthrofibrosis of the right total knee arthroplasty to address stiffness.